Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed and product found to be in good condition with damaged cassette present sensor. Customer's complaint was not fully verified. The event log did shows multiple no disposable alarms. Service will replace the downstream occlusion sensor, front housing standoff, front housing, and main circuit board. The board was due to fluid ingression. Use testing was performed. The problem source is defective component of the circuit board due to customer causing fluid ingression.

Event description:
Information was received that the cadd legacy plus pump had no disposable tubing alarm. No interruption in therapy. No adverse patient effects.